Event description:
The solution was not transferring between solution bags as indicated. To resolve this issue, the hp unspiked the solution bag from a supply line, and reattached the same solution bag to the heater line. Tsc technician assisted the home pt in ending therapy. No pt injury or medical intervention reported per hp.